Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that a (B)(6) year-old-female patient's infusion set's tubing was detached/broken at site connector. The patient had high blood glucose level and moderate ketones which they tried to treat with a correction injection via multiple daily injection. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.